Manufacturer narrative:
Concomitant medical products: model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a antibacterial absorbable envelope had been utilized when the patient experience the infection and erosion. The antibacterial absorbable envelope was removed at the same time the implantable cardioverter defibrillator (ICD) system was extracted. No patient complications have been reported as a result of this event.